Event description:
This is 3 of 3 reports linked to mfg report numbers: 3005920706-2024-00019. 3005920706-2024-00020. A facility reported a tcc cast (unknown ID) was applied due to diabetic foot ulcer. It was gooey, not curing and collapsed when patient stands on it. The cast was stored in a room temperature supply room. No patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Failure analysis and root cause analysis - the tcc cast (unknown ID) was not returned for evaluation but a photo was provided and help confirm these are tcc-ez products manufactured by integra, deficiencies of material hardness cannot be fully assessed / undergo failure analysis without return of the device. A definitive root cause cannot be further determined but is likely attributable to either potential material issue or human error with the water temperature being the most likely cause.